Manufacturer narrative:
H6; disaligned jaw tips. Based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned with misaligned jaw tips. The instrument was cycled, fed, and scissored the clips due to the misaligned jaw tips. There were four scissored clips returned with the instrument. No conclusion could be reached as to how this damage occurred.

Event description:
It was reported that a er420 was used during a laparoscopic cholecystectomyprocedure.it was reported by the affiliate that when the clips were fired over the cystic duct, they were twisted when ejected. Repeated several times.a new device was used to complete the case.there was no consequence to the patient.